Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer contacted baxter product surveillance to report one ce intermate sv 200, 48 pack,50125 elastomeric in which the tubing had been cut. According to the report this was observed prior to use after the packaging was removed. The tubing was cut towards the middle which allowed the slide clamp to fall off in the packaging. There was no indication of patient injury or adverse event to be in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).baxter received one sample for evaluation. Visual examination confirmed the reported condition as a broken distal luer. The luer post was broken off at the base of the stem near the distal luer. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Condition. Upon completion of baxter's investigation, a follow-up will be submitted.